Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary tower was smoking and not functioning. The customer reported that when the auxiliary tower was connected, it caused the main pyxis station to shut down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that thermal damage occurred within the seven-drawer auxiliary cabinet, affecting the retractor ribbon, solenoid, and drawer board, which caused smoke and resulted in the station failing to power on. The field service engineer (fse) replaced the damaged retractor ribbon, solenoid, and drawer board, restoring normal operation of the auxiliary cabinet and station. The system functioned as intended after the field service engineer (fse) repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "device aux tower smoking and not functioning" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the customer observed smoke escaping from the rear of the seven-drawer auxiliary unit, after which the station no longer powered on. Upon inspection, thermal damage was identified on the retractor ribbon, solenoid, and drawer board. The fse replaced the affected components. During dchu visual inspection p/n 353844-01: was received with signs of thermal damage and exposed cooper strands, no other issues were observed. P/n 151622-01: was received with no signs of physical damage, fluid ingress, loose or missing components. No anomalies were found during visual inspection. P/n 119879-01: was received with thermal damage in the coil cover, no other anomalies were observed during visual inspection. During dchu testing p/n 353844-01: no dchu testing was required due to the observed exposed cooper strands with associated thermal damage. P/n 151622-01: failed the dmm testing due to low resistance measured on mosfet q601, no further testing was required. P/n 119879-01: no dchu testing was required due to the observed thermal damage around the coil cover. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "device aux tower smoking and not functioning" was due to: thermal damage on copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which resulted in a systemic failure that prevented the station from recovery and proper functioning. A shorted diode mosfet q601 on the drawer controller board (p/n 151622-01) which led to circuit instability and ultimately compromised the station functionality. A faulty "solenoid 12 vdc hh drawer cubie", p/n 119879-01 caused by thermal damage in the coil, which resulted in a systemic failure that prevented the station from recovery and proper functioning.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary tower was smoking and not functioning. The customer reported that when the auxiliary tower was connected, it caused the main pyxis station to shut down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that the device failure was due to thermal damage in the retractor assembly, a shorted q601 component on the drawer controller board, and a thermally damaged solenoid, all of which compromised station functionality there were no adverse events or injuries reported based on this event.